Event description:
Olympus medical systems corp (omsc) was informed that, during a laparoscopic hepatectomy, the subject device (the 1st device, tb-0510ic) was used and the probe damage error occurred. Although the user exchanged it with the 2nd device (tb-0520ic) and continued the procedure, the ptfe pad of the 2nd device was separated. The user exchanged it with the 3rd device (tb-0510ic) and continued the procedure, the probe damage error occurred. The procedure was completed with another similar device (the 4th device). There was no patient injury reported. This is the second of three reports.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This MDR is regarding the 2nd device of the reported three defected devices. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment to omsc. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and separated from the grasping section. Considering the foregoing analysis of the subject device, it was possible that the separation of the pad occurred since the user continued activating output for an extended time after the tissue already cut. Based upon the evaluation, this report appears to be related to user handling. This report is one of the three reports. Cross reference MFR. Report number 8010047-2015-00296 and 8010047-2015-00298.